Event description:
It was reported that a veterinary ovariohysterectomy procedure was performed on (B)(6) 2013 and suture was used. On (B)(6) 2013, the suture broke.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.